Event description:
It was reported that the 6800 system locked up with a ma error message, then would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable, system interface board, and single board computer were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.